Event description:
A healthcare professional reported on behalf of a customer an unspecified issue with the adc application. Due to this issue, the customer was unable to obtain sensor readings or high/low glucose alarm and subsequently experienced seizure due to hypoglycemia. The customer required treatment of glucose by healthcare professional. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the librelink app did not meet specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported on behalf of a customer an unspecified issue with the adc application. Due to this issue, the customer was unable to obtain sensor readings or high/low glucose alarm and subsequently experienced seizure due to hypoglycemia. The customer required treatment of glucose by healthcare professional. There is no report of death or permanent injury associated with this event.